Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (constant alarms) was confirmed. As received, the electrode belt failed the ECG fall-off test. The cause for the failure was isolated to an issue inside ECG electrode c. An unused pulse wire migrated within the ECG electrode and paired the red (-5v) wire. The root cause for the migrated wire has not yet been determined. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant alarms.